Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification up to (B)(6) 2011. The device failed a self-test on the (B)(6) 2011 due to a low battery. An additional power up containing nonsensical data was recorded later that day. An increase in voltage on later that day suggests a further pad-pak was installed with the device passing a self-test. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups one of 10 minutes duration occurring between the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The one minute manual power ups may indicate the device was switching on automatically and the user was intervening by turning the device off by the on/off button and then by pulling out the pad-pak. Therefore only one ten minute time out was recorded. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. A slight voltage fluctuation was observed over the pogo-pins however this had no impact on the reported fault and would not have affected the devices ability to deliver therapy as demonstrated during the investigation. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.